Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the documentation was conducted during the investigation. The device was not returned and therefore it cannot be determined whether the device is non-conforming or not. A document-based investigation was conducted which has established that proper procedures are in place in order to identify/prevent this failure mode prior to distribution. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per quality engineering risk assessment, there is no further actions required at this time.

Event description:
It was reported the hub fell off of a ultrathane mac-loc locking loop multipurpose drainage catheter a day after being placed in the left breast. The patient was required to return to the hospital for a device replacement procedure. Additional information with regards to the event and patient were requested but reported to be unknown. As reported, the patient did not experience any adverse effects due to this occurrence. This device issue was a nuisance to the user and patient.